Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2006 and subsequently expired on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving two separate products and associated mdrs # 1225714-2013-03670, 03671, 03672.